Manufacturer narrative:
This report was sent in error. There is no device malfunction.

Event description:
Further follow-up indicates that this report was sent in error. The ipg met or exceeds 75% expected longevity. There is no device malfunction.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was inoperable as it would no longer communicate with external devices. The next course of action has yet to be determined.